Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture was observed in the battery canister. A leak test failed due to a battery compartment leak. The pump was unable to power on, and was completely unresponsive due to moisture corrosion. The pump¿s cover was removed, and further moisture ingress was found to the power printed circuit board and the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.